Event description:
A report was received that the patient was experiencing pain and nausea following charging. The physician did not suspect that this was device related. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing pain and nausea following charging. The physician did not suspect that this was device related. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain at the ipg site. The patient was prescribed a lidocaine cream. It was also reported that the patient was having dry heaves and vomiting after charging. The patient was also prescribed zofran and phenergan to manage nausea. The patients pain was severe that he went to the emergency room (ER) and was given toradol and norflex.

Event description:
A report was received that the patient was experiencing pain and nausea following charging. The physician did not suspect that this was device related. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patients ipg was uncomfortable. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain and nausea following charging. The physician did not suspect that this was device related. The patient will undergo an ipg replacement procedure.